Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the display on the screen of the insulin pump is blank. Customer stated that he woke up and noticed that the display is blank; customer tried changing the battery and the display did not return. Customer also reported that the device has physical damage. It has scratches on the screen and the rubber on the bottom of the insulin pump is loose. Blood glucose 146 mg/dl. Nothing further reported.